Event description:
This is a spontaneous case report received from a consumer via news article in (B)(6) on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer stated she recently had her essure reversed after suffering from pain, fatigue and extreme smell sensitivity - though she was initially told it could only be done by hysterectomy. She believed the device gave her heavy metal poisoning; she stated she had no life for the past four years. Follow up information received on 15-jul-2015 from consumer via united states healthy authority maude event report ((B)(4)): on (B)(6) 2005, the consumer had essure inserted (the essure model was amended to ess205). The lot number used was 12267443. The consumer reported she had auto immune issues and left hip pain since the implantation of essure birth control devices. She also stated that currently she was treating with natural supplements due to sensitive nature of the body after essure; she reported many medications did not work or caused massive complications. The consumer mentioned the seriousness criteria disability or permanent damage but not specified and/or assigned to one of the events. Follow up 11-aug-2015: ptc investigation results were provided. (B)(4) final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by (B)(4) and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-aug-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 40 cases. (B)(4) is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts.. Company causality comment: this non-medically confirmed; news media case report refers to a female consumer who had essure (fallopian tube occlusion insert) reversed due to pain. She believed essure gave her heavy metal poisoning. Additionally, she stated she had autoimmune issues since essure placement. The reported events were considered serious due to medical importance. Pain is listed according to essure's reference safety information; while the other events are unlisted. The essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore the reported heavy metal poisoning was considered unrelated to essure. For autoimmune issues, considering essure local action at fallopian tubes and the nature of this event, causality is considered very unlikely. Regarding consumer's pain; since abdominal, pelvic and uncharacterized pain may occur with essure therapy, causality cannot be excluded. This case was considered an incident, as although the exact method for essure reversal was not reported; when removal of the micro-insert is necessary, an intervention is usually required. Additionally non-serious event were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.